Event description:
It was reported that at the implant procedure, the initial stylet insertion required more than normal amount of force to advance the stylet and during lead placement, the guidewire became lodged in the lead and it was unable to be removed. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that all conductors were distorted at 2.5 cm and 26 cm and had blood/body fluid (not obstructed). The guidewire was stuck in the lead. Visual analysis noted that the lead was damaged at implant.